Event description:
The enterprise vrd was stuck in the cordis microcatheter (catalog/lot unknown) and was damaged inside of the microcatheter. The stent was not implanted. The enterprise stent and microcatheter were removed as unit. Another stent and microcatheter were used to complete the procedure. Prior to inserting, the microcatheter distal tip and distal tip of the enterprise stent were not reshaped. The product was stored, handled and prep per labeling instructions. A constant and dedicated saline source was utilized at all time through the microcatheter. During insertion, the introducer was seated correctly inside the microcatheter hub with the tuohy securely closed to prevent movement of the introducer. The same and microcatheter was utilized to complete the procedure. There is no further information available regarding the target site/vessel characteristics. Other than the reported event, no other damages were noticed on the delivery system, stent, or distal tip. It was indicated that the devices will not be returned for analysis.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01413170 which corresponds to cordis enterprise lot number 13471687. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. There is no indication that the event is related to the device manufacturing process based on the device history record review. With review of the available clinical/procedural information there are no definitive contributing factors identified. Without the return of the devices for evaluation, no conclusion can be made regarding possible root cause of the report that the enterprise got stuck in the microcatheter. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00114 and 1058196-2010-00114.